Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. No further information was available.

Event description:
New information on (B)(4) 2019 states that non sustained right ventricular oversensing noted on the device was determined to be post paced t wave oversensing and the patient was stable after the programming changes.